Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2021 where the ipg was explanted and replaced. Effective therapy was established post-operative.

Event description:
It was reported that the patient could not connect with the ipg after a recent unrelated surgical procedure. It is unknown if the ipg was place into surgery mode.